Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested for po2 arterial and so2 arterial on cobas b 221 analyzer serial number (B)(4). The results did not compare to a second cobas b 221 analyzer, serial number (B)(4). The first sample from the patient also had discrepant pco2 measurements. All measurements were performed using a syringe to deliver the samples to each analyzer for measurement. The first sample initially resulted with a po2 value of 9.15 kpa accompanied by a data flag when tested on cobas b 221 serial number (B)(4). When tested on serial number (B)(4), the po2 value from this sample was 16.33 kpa accompanied by a data flag. This sample initially resulted with an so2 value of 86.2 % accompanied by a data flag when tested on cobas b 221 serial number (B)(4). When tested on serial number (B)(4), the so2 value from this sample was 97.9 %. This sample initially resulted with a pco2 value of 7.25 kpa accompanied by a data flag when tested on cobas b 221 serial number (B)(4). When tested on serial number (B)(4), the pco2 value from this sample was 6.32 kpa accompanied by a data flag. The second sample initially resulted with a po2 value of 7.58 kpa accompanied by a data flag when tested on cobas b 221 serial number (B)(4). When tested on serial number (B)(4), the po2 value from this sample was 13.95 kpa accompanied by a data flag. This sample initially resulted with an so2 value of 86.6 % accompanied by a data flag when tested on cobas b 221 serial number (B)(4). When tested on serial number (B)(4), the so2 value from this sample was 97.3 %. The po2 and pco2 electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The root cause for the discrepant po2 result is the pre-analytical handling of the sample, specifically the delay of the second measurement and the use of a plastic syringe.

Manufacturer narrative:
The po2 electrode lot number was 21584847.

Manufacturer narrative:
The reporter has clarified the correct values obtained from sample 1 and cobas b 221 serial number (B)(4) as follows: this sample initially resulted with a po2 value of 9.11 kpa accompanied by a data flag when tested on cobas b 221 serial number (B)(4). This sample initially resulted with an so2 value of 88.7 % accompanied by a data flag when tested on cobas b 221 serial number (B)(4). This sample initially resulted with a pco2 value of 6.39 kpa when tested on cobas b 221 serial number (B)(4). Based on the clarified correct pco2 value from sample 1, the pco2 data is no longer discrepant. Some additional test data for sample 1 has also been corrected. This is the correct additional test data for sample 1: na heparinized blood 137.9 mmol/l, k heparinized blood 4.33 mmol/l, ca heparinized blood = 1.215 mmol/l, glucose heparinized blood 11.95 mmol/l, lactate heparinized blood 4.71 mmol/l, hct arterial 0.522 %, p50 4.36 kpa.